Manufacturer narrative:
Note: the lot number provided by the customer did not match any lot numbers for the reported model number; therefore, the date of manufacture and the expiration date are unknown. The suspect device was not returned. A device evaluation is not available, and the cause of the reported malfunction cannot be determined.

Event description:
It was reported to boston scientific corporation in 2009, that a jagwire guidewire was used during an endo-rectal pull-through (erpt) procedure six days prior. According to the complainant, "when the wire was passed through the cannula, it was found that the hydrophilic tip of the wire peeled off. Wire was removed and a new wire (product and manufacturer unknown) was introduced and the procedure was completed successfully." No patient complications were reported as a result of this event, and the patient's condition was reported as "stable" following the procedure.